Event description:
Procedure: low anterior resection. According to the reporter: after firing, when the surgeon tried to pull out the stapler, the anvil was stuck on the tissue. When the surgeon was removing the stapler with the anvil, the staple line became torn proximal to the anvil. This caused bleeding around the stapled area. The amount of bleeding is unk. The surgeon had to use another ppceea to complete the surgery after transecting the tissue with use of a ta 60-4.8.

Manufacturer narrative:
(B) (4). (B) (4).